Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported the patient was hospitalized from (B)(6) 2014 to (B)(6) 2014 for peritonitis due to touch contamination. She could not recall what bacterium grew out. She stated the patient has had no further complications and has been able to complete all therapy. Medical records were requested.